Event description:
Baxter sales representative reported to baxter corporate product surveillance a one-link y- type catheter extension set in which a no flow was observed. According to the report, the extension set was attached to an infant patient. The patient had several drip connected. The nurse started to run total parental nutrition(tpn) at a high rate and the pump beeped for an occlusion alarm. The nurse fixed the tpn line and the pump started beeping for other drips. The nurses took off the one-link adaptors and replaced them with max plus clear luers. Therapy continued as normal with no further issues. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.